Event description:
Reference MDR #1219856-2011-00065 for the first event and MDR #1219856-2011-00066 for the second event involving the same patient. It was reported that after the md removed the rediguard intra-aortic balloon (iab), the md left the spring wire guide (swg) in the patient's femoral artery. The md then prepped and inserted the narrowflex iab over the existing swg. The iab could not be advanced over the swg and as a result, the md removed the iab and the swg as one unit. At this time, the md prepped another iab-04840-u (B)(4) and inserted this product in the opposite femoral artery successfully. There was no reported patient death. Intervention was required because the md changed insertion sites requiring the patient to receive another puncture. There were no reported patient complications. The patient outcome is ok.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.